Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to confirm reported problem. Subsequently, the iabp fault logs showed a recorder, autofill, and response fault. The stm performed all functional tests and validated calibration. The stm replaced the safety disk that was due to expire, while performing the autofill test the stm observed that the shuttle pressure improved without any adjustments required. This lead the stm to believe that the expiring safety disk caused the reported issue. The stm proceeded to perform all functional tests and validated calibration again. Subsequently, the stm was still unable to reproduce the reported issue. The stm informed the biomed. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump (iabp) displayed an auto fill error. It is unknown if there was any harm or injury to the patient however, no adverse event was reported.

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump (iabp) displayed an auto fill error. The circumstance of the event is unknown and it is also unknown if there was a patient involved. However, no adverse event was reported.